Manufacturer narrative:
Upon device return and inspection of the farawave catheter, no outer abnormalities were observed. The splines were observed in good conditions. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device was deployed to basket and flower position with no unusual resistance noted. The device passed all tests performed, showing no evidence of the reported failure. The reported clinical observations were not confirmed by the analysis.

Event description:
It was reported that the catheter exhibited a spline inversion, resistance advancing and retracting the guidewire, and inability to have another guidewire inserted through it fully. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. A spline inversion occurred when attempting to deploy the catheter array to the basket shape in the left superior pulmonary vein (lspv). The catheter was retracted into the sheath and spun around, but this did not resolve the inversion. The catheter was removed from the patient and the splines were manually manipulated to the correct positions. The catheter was reinserted and deployed successfully to complete ablation of the lspv. The catheter was then moved to the left inferior pulmonary vein (lipv). When deploying the catheter and moving it into position it was unclear if the guidewire was extended, and then resistance was felt when attempting to advance and retract the guidewire. The catheter was removed and flushed successfully. The guidewire was removed with some friction/resistance and replaced. When inserting the replacement guidewire it was found that it could not be advanced past the distal portion of the catheter. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited a spline inversion, resistance advancing and retracting the guidewire, and inability to have another guidewire inserted through it fully. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. A spline inversion occurred when attempting to deploy the catheter array to the basket shape in the left superior pulmonary vein (lspv). The catheter was retracted into the sheath and spun around, but this did not resolve the inversion. The catheter was removed from the patient and the splines were manually manipulated to the correct positions. The catheter was reinserted and deployed successfully to complete ablation of the lspv. The catheter was then moved to the left inferior pulmonary vein (lipv). When deploying the catheter and moving it into position it was unclear if the guidewire was extended, and then resistance was felt when attempting to advance and retract the guidewire. The catheter was removed and flushed successfully. The guidewire was removed with some friction/resistance and replaced. When inserting the replacement guidewire it was found that it could not be advanced past the distal portion of the catheter. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.